Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their infusion set had a kinked cannula and blood glucose went higher than meter could read. The customer was advised of the proper preparation process and insertion techniques. The customer's blood glucose was over 600 mg/dl. Customer declined troubleshooting for high blood glucose readings. Customer's other blood glucose level was 330 mg/dl. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will not be returned for analysis.